Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable right ventricular (rv) lead and associate device triggered a lead safety switch (lss) for pacing impedances of greater than 2000 ohms. In addition, r-wave amplitude had decreased. The patient was see in clinic where out of range impedances were not able to be reproduced. The patient was reported to not require any rv pacing and therefore, the system was to continue to be monitored until the device required replacement. There were no adverse patient effects reported. The system remains in service.